Event description:
It was reported that during a shoulder arthroscopy, instability repair surgery, while the doctor was finishing, they had already used 2 anchors and doctor asked me for a 3rd, when he opened the bioreaptor knotess, when they opened the implant, a hair came out at the tip, under the responsibility of the doctor, he decided to use the anchor. No significant delay or patient injury reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned, however a photograph was sent for evaluation. The photograph shows a fiber/hair in the opened pouch. Although every effort is made to control particulate in the controlled clean room, it is not possible to completely eliminate foreign matter in the area due to the human element. All current evidence suggests that the controlled environment procedures are being followed in order to best mitigate the risk.